Event description:
Unable to interrogate device. Possibly due to the patient receiving radiation treatment for breast cancer. Device was explanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.